Event description:
It was reported the patient underwent surgical implant of spinal fixation from c7-s1. The patient presented to the surgeon with unspecified symptoms approximately two weeks prior to date event was reported. X-ray revealed a broken rod at l2 on the right. Reportedly, fusion had occurred on the left, but it was unclear whether fusion had occurred on the right. The patient had revision surgery. The broken rod was removed and replaced.

Manufacturer narrative:
No product was returned for evaluation. Imaging films were not provided to the manufacturer. With the available information, a cause or contributing factor could not be determined.